Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon used the triple staple technique using the ancillary trocar. After pushing up through the bowel using a clamp, the ancillary trocar snapped in half; this happened two times with the devices. They used a third device to complete the procedure. There was no patient consequence reported.